Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 2/22/2024. There was a note on that pump that states, "pump kept turning itself off at pts home. Nimbus support told her to bring it in to be replaced (B)(6) 2024 tb". An image of the note will be attached to the complaint, see "(B)(4)". Pump was tested on (B)(6) 2024. Due to the pump's initial complaint code of 2pow3: power issue - device powers self off, the pump's event log was pulled in order to highlight any potential abrupt power offs in the pump's history. The pump's event log was pulled and reviewed, highlighting lines of code with the phrase "log_event_on" without a line stating "log_event_off" before it, meaning that the pump powered off on it's own and needed to be turned back on, as seen below: "event 382: log_event_timpstamp time: (B)(6) 2024 19:07:48 eventbytes: 02 24 01 25 19 07 48 b4 event 383: log_event_timpstamp time: (B)(6) 2024 20:07:52 eventbytes: 02 24 01 25 20 07 52 c5 event 384: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 385: log_event_message time: 165:26:09 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 26 09 ff ff 00 80 b6 event 386: log_event_off time: 165:26:09 rmp: 48902 reason: log_off_cause_shut eventbytes: 01 26 09 00 bf 06 2e 23 event 387: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 388: log_event_save_rx time: 165:35:55 eventbytes: 06 35 55 00 d5 ff 2b 8f event 389: log_event_data time: 165:35:55 type: current_prescription_data data_log_start eventbytes: 0b 35 55 03 40 00 00 d8" the pump's event log that was pulled will be attached to the complaint, see "sn (B)(6)". The pump will be further investigated underneath CAPA # it2023-15 for power/battery. Reported issue found, device not performing to specification.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/30/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.